Event description:
It was reported the patient's blood glucose level (bg) rose to 450 mg/dl (25 mmol/l)while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment, patient was able to activate a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an occlusion alarm and pulse width timeouts during runtime. The pod was connected to the master pdm, and a 5-unit test bolus was run; the alarm did not reoccur. Blood residue was found on the adhesive pad, in the tip of the soft cannula and in the reservoir. Observed residue did not impact the ability of the device to deliver insulin. Fluid was able to pass through the fluid path without signs of struggle. No other defects or deficiencies were found that would result in dislodging of the cannula or in adhesive failure. The cause of the reported events could not be determined.